Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 3 of 20 allegations of skin reaction which resulted in permanent scar duration greater than 3 months. The patient reported skin reaction with every sensor over 7 month period in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
Dexcom was made aware on 12/13/2023, that on 03/20/2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. Date of event is an approximation. It was reported that the patient experienced a skin reaction with burning, rash, redness, scar, and pain, under entire patch area, which occurred 10 days after the sensor had been inserted in the abdomen. The patient stated that they had this type of skin reaction with different sensors over a 7-month period and during that time tried sudo cream, a cavilon cream, and other antiseptic creams during that time (all over the counter products). The cavilon cream made the skin reactions disappear in october 2023. The patient also used medi-wipes before insertion of the sensor. There was no documentation of medical intervention. No other details were documented and further attempts to reach the patient for more information regarding the scarring were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.